Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("lower stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the perforation, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal discharge, lower stomach pain, did not undergo an essure confirmation test" were added. Product implant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.